Event description:
It was reported that at surgery, the pump was delivering morphine. It was indicated that the trailing dose was 4mg and the patient tolerated it fine. Approximately one week after surgery a pump programming change was done, due to the patient being admitted to the hospital with signs of over sedation. Medication adjustments were made over the next few weeks. Hcp performed 3 cycles of emptying the system components (unable to aspirate catheter for the 4th and final cycle), and changed the drug to dilaudid. It was noted that following the process of changing the drug to dilaudid, the patient "never really progressed from that point (the change to dilaudid did not significantly improve her status)". It was noted that the patient "was in her 90¿s and he is unsure of her health status prior to surgery". The hcp transferred the patient care to hospice approximately one week after the change.

Event description:
It was reported the patient was in pain and her physician was trying to control her pain.

Event description:
It was reported that the patient was in the intensive care unit. It was indicated that the patient was not doing well on morphine. The hcp was changing the patient over from morphine to hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2012 explanted:unk... Dacron pouch model#8590-1 serial# (B)(4) implanted: (B)(6) 2012 explanted:unk.... (B)(4).

Manufacturer narrative:
Physician programmer model # unknown. (B)(4).

Manufacturer narrative:
(B)(4).